Event description:
It was reported that foreign matter was found on the specimen transport and storage container. The following information was provided by the initial reporter: it was reported that the styrofoam is all over the tubes. Styrofoam in the tubes causing delays because of cleaning the tubes up. I need to bring to your attention a recurring problem that we are finding with these tubes. This issue was first brought to our attention a few weeks ago by our production team; however, we thought (and hoped) that it would be an isolated issue. Numerous batches of tubes have been tainted by these tiny styrofoam balls. This has become an extraordinary waste of time and money for us. The time and energy it takes to clean up the mess has resulted in excessive downtime for our workers. Additionally, we have been unable to even recover some of these tubes as the balls are inside of them.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-31. H6: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tray pack residue with the incident lot was observed. Evaluation of the customer samples was performed and tray pack residue was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the specimen transport and storage container. The following information was provided by the initial reporter: it was reported that the styrofoam is all over the tubes. Styrofoam in the tubes causing delays because of cleaning the tubes up. I need to bring to your attention a recurring problem that we are finding with these tubes. This issue was first brought to our attention a few weeks ago by our production team; however, we thought (and hoped) that it would be an isolated issue. Numerous batches of tubes have been tainted by these tiny styrofoam balls. This has become an extraordinary waste of time and money for us. The time and energy it takes to clean up the mess has resulted in excessive downtime for our workers. Additionally, we have been unable to even recover some of these tubes as the balls are inside of them.